Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of device dislocation ("migration and failure of the essure device") in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic exploratory, bilateral cystectomy, bilateral salpingectomy, and hysteroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration and failure of the essure device") in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic exploratory, bilateral cystectomy, bilateral salpingectomy, and hysteroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration and failure of the essure device/ failed essure') and dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in a female patient who had essure (batch no. C40241) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dizziness. Concomitant products included epinephrine (epipen), ibuprofen, medroxyprogesterone acetate (depo-provera) and oxycodone. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (ablation and robotic exploratory, bilateral cystectomy, bilateral salpingectomy, and hysteroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, dysfunctional uterine bleeding and pelvic pain outcome was unknown. The reporter considered device dislocation, dysfunctional uterine bleeding and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration and failure of the essure device/ failed essure') and dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in a female patient who had essure (batch no: c40241) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dizziness. Concomitant products included epinephrine (epipen), ibuprofen, medroxyprogesterone acetate (depo-provera) and oxycodone. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (ablation and robotic exploratory, bilateral cystectomy, bilateral salpingectomy, and hysteroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, dysfunctional uterine bleeding and pelvic pain outcome was unknown. The reporter considered device dislocation, dysfunctional uterine bleeding and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2017: result not provided. Most recent follow-up information incorporated above includes: on 18-dec-2019: plaintiff fact sheet and medical record was received. Medically confirmed case. Lot number were added. Event added from pfs-pelvic pain, dysfunctional uterine bleeding. Reporter information, medical history, concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.